Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The test p-cap locked properly in place in the reservoir compartment noted. The pump passed the displacement test, rewind test and self test. The following were noted during visual inspection: minor scratches on the lcd window, cracked keypad overlay, broken belt clip rails, scratched case and cracked retainer. In summary, customer alleged broken belt clip rails were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage(physical or cosmetic) .the customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed it was reported damaged pump rails, and the pump clip can not be attached to pump anymore. No harm requiring medical intervention was reported. Mmt-1885l was requested and the customer response was the device was returned for analysis.